Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a chemo aid set that leaked after adding cytostatic drugs via the valve. It seemed to the customer that the valve blocks and doesn't function as an antireflux. This occurred in the laminar flow cabinet. A nurse had to clean up the leaked solution. There was no patient involvement or medical intervention necessary. No additional information is available.